Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0814 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector was not fixing onto the catheter, which led to the PICC being trimmed, shortening of length of PICC in svc. Patient reported discharged. No other information was provided.